Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he had suffered a hypoglycemic episode and a mild seizure while he was having lunch. Pt claims that his cgm was reading between 70 and 80 mg/dl while his bg, a little later when he was being tended to, was measured at 34 mg/dl. Paramedics were called but since pt was coming in and out of consciousness, pt believes that paramedics did not treat him but simply checked his vitals. At the time of his call to dexcom technical support, pt reports he was feeling nervous from the incident.